Event description:
It was reported that the touchscreen was worn. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.